Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a farawave 31 mm - us catheter was selected for use. However, residue was observed on the handles of 3 different catheters, the physician was not concerned about the performance of the catheter, wiped it off, and proceeded with the case. No more information was provided. No patient complications were reported. The devices are expected to be returned for laboratory analysis.